Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the sys rebooted itself when the surgeon selected the command to move the IV pole during a procedure. Add'l info was received from the surgeon indicating that the event occurred during phacoemulsification. The case was completed using a manual technique following a delay over 15 minutes. There was no harm to the pt.